Event description:
Customer reported via phone call to have been hospitalized due to an infection. Customer's blood glucose was 296 mg/dl. Nurse inquired on max delivery alarm. Nurse was assisted in clearing alarm and viewing bolus history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.